Event description:
It was reported by customer's father that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 378 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer's father stated the customer was not treating blood glucose levels properly and it was user error. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).